Manufacturer narrative:
Device evaluation of electrode belt has been completed. The reported problem (non-functional therapy electrodes) has been confirmed. Upon investigation the electrode belt failed a therapy electrode recognition test. The cause for the failure was isolated to a pinched pulse wire. The root cause for the pinched wire could not be positively identified. There were no adverse events associated with the damaged electrode belt.

Event description:
A us distributor reported that an electrode belt had non-functional therapy electrodes.